Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery will be replaced to address these issues. Conclusions: device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.